Event description:
Customer reported through the outreach program that he had a low blood glucose event where paramedics were called to his house. Caller disconnected before providing further information. Customer was called back later, but there was no answer and no mailbox set up to received voicemails. A second attempt was made to contact customer. When he answered the phone, he said it was not a good time for him to speak. Customer was advised that he needed to provide more information about the low blood glucose event. He said he understood and scheduled a time to follow up the next day. When customer was called, there was no answer and no way to leave a voicemail. The last time customer was called, a non-hipaa woman picked answered and stated a business name. A general message was left. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.